Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 blue reload associated with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint "stapler misfired". The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. Additional findings not reported by site: the blade was found to have mechanical indentations. A lodged staple was found in the knife track. The reload cartridge was found to be damaged. Isi has also received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint "misfired". The instrument was found to have a firing failure based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the of the system logs for the event date of (B)(6) 2020 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. Images were provided and reviewed by an isi clinical development engineer (cde). The following additional information was provided: the first image provided shows the sureform 60 instrument with a blue reload still installed after being fired. It was noted that a couple of properly formed staples were stuck to the reload at the proximal end and one malformed staple at the distal end. This complaint is being reported due to the following conclusion: it was alleged that the staple line was incomplete as a result of a tissue pushout event. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required if the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, tissue slid out of stapler jaws while stapling and cutting. The surgeon tried to use a laparoscopic stapler, and then completed the staple line with a curved tip stapler instrument. On 30-sep-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa was not present during the procedure. The csa spoke with the surgeon and it was reported that the sureform60 stapler (sf60) instrument was used during the procedure. The sf60 stapler instrument had a few successful fires, up until when the issue occurred. The surgeon had a blue sureform 60 reload and fired on the stomach tissue. The surgeon clamped down on tissue and then fired. The I-beam went all the way down, staples went into the tissue, and the I-beam retracted back to the housing. However, the cut was not successful. The tissue was dragged up through the stapler, causing it all to ¿bunch and crumble up¿ at the tip of the stapler. It happened fast ¿ and the tissue was visibly moving so much that the surgeon had to quickly engage the instrument in the third arm that was retracting tissue, to move along the dragged tissue to prevent further damage. The sf60 reportedly locked, and she was unable to unclamp. The site manually released the instrument. There was no report of bleeding from the staple line. However, the tissue was completely shredded on the other side of the staples on each row, and it is unknown if the staples were properly formed. The customer used another sf60 stapler instrument; however, it was reported the same sequence of events occurred. Then the surgeon tried a laparoscopic stapler and was not successful. It was reported that the surgeon completed the staple line with a blue stapler reload installed on a curved tip stapler 30 instrument. However, there was additional gastric tissue that was resected to clean up the shredded bunched up tissue. The patient was admitted to the ICU the night of the surgery. The surgeon had stated that the anesthesiologist had extubated the patient too early, and the patient did not do well. As a result, the patient was intubated again and was admitted to the ICU overnight. The patient was discharged the following day and is reported to be recovering well. The surgeon confirmed no correlation between the patient¿s ICU admission and the stapler issue.